Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there were post op sensation issues in the feet.

Event description:
It was reported that there were post op sensation issues in the feet.

Manufacturer narrative:
The device manufacturer date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: post op sensation issues in the feet. Probable root cause: design boa's don't provide sufficient tactile feedback applied torque is not limited no indication of force felt by patient insufficient padding to protect foot boot compresses sensitive anatomy boot liner bunches and/or foam overlaps incorectly to cause pressure point use error. The reported failure mode will be monitored for future re-occurrence.